Event description:
It was reported that customer experienced repeated occlusion alarms, including alarm 2 followed by alarm 26, despite changing supplies, insertion sites, and cleaning vent holes. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.